Manufacturer narrative:
The instrument was returned for evaluation. The instrument was found to have the grip cables and the pitch cable broken at the distal end. The instrument was also found to have a broken proximal clevis at the distal end and degradation on the entire main tube. The broken cable segment that contains the crimp was still installed in the clevis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was initially reported that during the da vinci-assisted mitral valve repair procedure, the tip of the permanent cautery hook instrument started to ¿come off in the port¿ while the instrument was being removed from arm #4. The surgical staff ¿was able to remove the instrument by cutting the tip off to remove from the port.¿ there was no allegation that a patient injury occurred or that any instrument fragments fell inside the patient. The surgical procedure was completed.